Manufacturer narrative:
Additional information. Investigation ¿ it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. The catalog number and lot number are unknown; no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable.

Event description:
No additional information provided at this time.

Event description:
Patient allegedly received an implant on may2009 via an unknown access due a history of pulmonary embolisms (pe) and deep vein thromboses (dvt). Patient is alleging vena cava perforation. Additionally, embedded is noted in the filter retrieval report dated (B)(6) 2018. Per the vena cava filter retrieval report dated (B)(6) 2018 ¿indication: history of deep vein thrombosis with placement of gunther-tulip ivc filter, no longer needed. CT demonstrates penetration of the fitter legs and the tip to be embedded within the wall of the ivc. Findings: ultrasound shows an anechoic and compressible right internal jugular vein. Tip embedded gunther-tulip ivc filter with otherwise normal ivc, no clot in filter. The filter is intact. After removal, the cavogram demonstrates spasm of the ivc at the prior location of the filter. There is no extravasation. The filter was inspected and found to be removed in its entirety. Impression: successful complex filter removal using jaws of life technique.¿

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Device code(s): appropriate term/code not available (3191) was selected for the alleged perforation. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated. Vena cava (vc) perforation, embedded. The reported allegations have been further investigated based on the information provided to date. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: non-healthcare professional. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It is alleged that patient received a cook gunther tulip filter in (B)(6) 2008. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided

Event description:
Patient allegedly received an implant on (B)(6) 2008.

Manufacturer narrative:
Conclusion code(s): appropriate term/code not available (4316) was selected because the previous investigation remains unchanged by the additional information. Investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.